Event description:
Non-capture of ventricular lead at maximum outputs and undersensing at maximum sensitivity in the bipolar mode. Initial bipolar resistance measured 743 ohms, and was stable this range until 10-98, when it dropped to 492-583 ohms. Bipolar resistances today measure 137-462 ohms. Unipolar resistance measures 276 ohms. Lead will be replaced due to suspected insulation failure.